Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber was damaged while in use. A red light appeared on the fiber body near the console connection, indicating a fiber body break. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
With the available information boston scientific concluded that the reported fiber break was confirmed as analysis of the media provided identified a break along the fiber body. After that, the fiber was returned and analyzed. The visual inspection found no defects, and the tip was in good condition. The functional test identified a red light when the fiber was plugged into the connector, indicating a break in the fiber body approximately 4 inches distal to the connector, thus confirming the reported event by the analysis results. Based on all the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
With the available information boston scientific concluded that the reported fiber break was confirmed as analysis of the media provided identified a break along the fiber body. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established. Based on all the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber was damaged while in use. A red light appeared on the fiber body near the console connection, indicating a fiber body break. The procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber was damaged while in use. A red light appeared on the fiber body near the console connection, indicating a fiber body break. The procedure was completed with another fiber. No patient complications were reported.